Event description:
It was reported by service report that the head-end right siderail was broken, the left siderail was cracked, with sharp edges. The motion interrupt pan was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged head-end siderail panels with cracks and sharp edges. Damaged motion interrupt pan.